Event description:
Consumer complaint of blood results reading "hi". Verified the strips expire 05/31/2015. Customer said he read "hi" on his roommates meter also. Advised his glucose is 600 mg/dl or more. Recommended he seek medical attention. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had high glucose result. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).